Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a re-operation was made on the anastomosis following an entero-entero anastomosis on a laparoscopic recto sigmoidectomy. In the second or third post-operatively by observing the contents of the drain, the patient developed a fistula in the anastomosis. The patient had to be hospitalized for 19 days for the clinical treatment of the fistula including fasting, parenteral nutrition, and antibiotic treatment.